Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low impedance on the left internal globus pallidus (gpi) lead between electrodes 0 and 1. The patient was stimulated with these two contacts. The patient lost therapy as a result, as the contacts gave them the best benefit. Additional impedance measurements indicated fluctuating impedance values as the electrode pair had low impedance on some measurements and in-range values in others. The health care provider (hcp) noted that surgical intervention would take place, and that the left side system had been deactivated. The patient was well after leaving the clinician's office.